Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the behavior is consistent with an active test track record. This instance was added to that test track record. Analysis found that the issue was related to the software.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the system was unresponsive when introducing a probe attachment.

Manufacturer narrative:
Additional information: medtronic received information that the navigation system was functioning as designed.

Manufacturer narrative:
Patient information updated. Initial reporter information updated to reflect the surgeon's name. If information is provided in the future, a supplemental report will be issued.